Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Pending request for patient information.

Event description:
The customer reported o2 not available alarm occurrence. No patient harm was reported.